Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a device alert and went to clinic. In clinic it was seen that the high voltage impedance was >125 ohms and it had risen gradually from implant. The patient alert function was turned off as it was not possible to program a higher upper limit. The patient was unharmed by the incident.